Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post implant, high thresholds were observed on the right ventricular (rv) lead. The physician attempted to reposition the lead numerous times, but could not obtain values within normal limits. The lead was explanted and replaced. Upon explant, the helix was observed to be covered with tissue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification. No tissue was noted on the helix at the time of analysis. If information is provided in the future, a supplemental report will be issued.